Event description:
Patient or guardian contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient or guardian claimed that cgm values were reading both higher and lower than blood glucose values and reported the following discrepancies: cgm reading at 70 mg/dl and blood glucose meter at 103 mg/dl, cgm reading at 55 mg/dl and blood glucose meter at 109 mg/dl, cgm reading at 175 mg/dl and blood glucose meter at 231 mg/dl, cgm reading at 118 mg/dl and blood glucose meter at 167 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries. The device is not indicated for use in pediatric patients.